Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) reported that the unit was dropping 3 psi in 10 mins. After performing various tests the fse was able to isolate the failure to the fill manifold (d997-00-0565). As a remediation action, the fse replaced the fill manifold and installed a fresh helium tank/ gasket. The unit passed all functional and safety tests then returned unit back to customer. The failure analysis and testing dept. Received part with a reported unit failure of the unit leaking helium. The fat performed a visual inspection and found the part to be in good condition. The fat installed the part in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. No failure confirmed. Retaining the part in the failure analysis and testing department per procedure.

Event description:
It was reported during preventive maintenance that cardiosave intra-aortic balloon pump (iabp) was failing leak test and was dropping 3 psi in 10 mins. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6, h11. Corrected fields: d3.

Event description:
N/a.

Manufacturer narrative:
Due to characterization limit e1: initial reporter: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
During preventive maintenance end user observed cardiosave intra-aortic balloon pump (iabp) was failing leak test and was dropping 3 psi in 10 mins. There was no patient involved.